Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was in black, and it make beeping sound when plugged in. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no issues. A field service engineer checked all connection and was unable to find any issue. Fse tested all drawers, and they opened and worked fine. Customer inventoried without any failures. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was in black, and it make beeping sound when plugged in. The customer reported issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.